Event description:
Reporter alleged obtaining the results of 19.3 mmol/l, 28.9 mmol/l and hi (greater than 33.3 mmol/l) on the mobile system compared back to back with a result of 7.7 mmol/l on the aviva nano system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. This medwatch report is for the aviva nano suspect device system used. Reference medwatch report with (B)(6) for the mobile suspect device system used.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. This medwatch report is for the aviva nano suspect device system used. Reference medwatch report with patient identifier (B)(6) for the device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. Mobile suspect device system used.